Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The 100ul buffer pump was replaced due to 5503 [step loss detected on (pipettor buffer pump)] error codes, which resolved the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a falsely elevated hstroponin result on the architect i1000sr analyzer. The following data was provided for a (B)(6) female patient: sid (B)(4) initial 0.44, repeats 0 ng/ml. The customer uses a cutoff of 0.04 ng/ml. The patient had chest pain that radiated up her back, a hiatal hernia. The patient was transferred to another hospital and received an EKG and a CT scan of the chest, abdomen and pelvis with contrast, but there was no resulting patient harm. The scans were negative.